Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). It was observed that the placement of the transeptal puncture (tsp) site was posterior and close to the posterior wall of the left atrium. During evaluation of release criteria of the closure device, a small pericardial effusion was discovered via echocardiography. An unsuccessful attempt was made to tap the pericardial effusion. A pericardial window was performed and 350ml of blood removed. The patient went to the intensive care unit for recovery with a pericardial drain in place. No further patient complications were reported and the patient fully recovered.